Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronic assembly; unable to verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down arrow button on the insulin pump was sticking. The customer stated the device was not dropped or exposed to moisture. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.